Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the device was dropped. It was noted that the upper and lower cases were broken, the ring cover and both bail covers were missing, the ring cover screw was missing, three case screws were missing, the ring and both bails were missing, the keyboard was scratched, the display had bleeding pixels, the main printed circuit board (pcb) was out of electrical specification and the battery drawer o-ring was missing. (B)(4).

Event description:
The device was returned to the manufacturer for repair of damage after it was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.